Event description:
Plaintiff was employed as a registered nurse who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering the following symptoms: allergic rhinitis, hives, shortness of breath, itchy and watery eyes and urticaria. Plaintiff alleges developing a latex allergy.